Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg relocation procedure due to the risk of infection. The patient was doing well postoperatively.